Event description:
Device 1 of 3. Reference MFR report #: 1627487-2014-25332 and 1627487-2014-25333. The pt reported experiencing stimulation in a unintended area since implant. Reprogramming attempts did not provide resolution. In turn, the pt stopped charging the scs system as recommended in (B)(6) 2014. It was also reported a replacement charger and programmer cannot communicate with the ipg. As a result, the ipg is inoperable. The pt will undergo surgical intervention to explant the system at a later date.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.